Manufacturer narrative:
D9: device received on 7/29/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. Upon further investigation, found that the upstream occlusion (uso) seal was delaminated, latch lock flex sensor grounding pads were corroded and a faulty printed wire assembly (pwa) board (device would not hold corrected date/time), and latch lock handle was bent. Replaced uso seal, grounding pad on latch lock sensor, pwa board, and latch lock mechanism. There was no known cause of the reported issue, and no further action will be taken.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device prompted for a cassette. There was no reported patient involvement.